Event description:
Patient experienced swelling and pain around the lateral side of the left ankle approximately seven months post-peroneal longus tendon repair using orthadapt augmentation. The site was aspirated with no success. The orthadapt was explanted approximately one year post-implant; the tendon was noted to be ruptured at the time of explant.

Manufacturer narrative:
A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. Based on provided case information, the reported symptoms are likely due to the re-rupture of the tendon attributable to pre-existing condition and patient's activity; a link between the reported event and the graft was not identified during the case assessment. The manufacturer of the device at the time was pegasus biologics, inc is the reporting company for the event.